Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 547 mg/dl. The customer was treated with a shot and customer's mother declined to troubleshoot for high readings. The customer's mother stated that the insulin pump alarmed power error detected five time and troubleshooting was performed. The customer's mother was given instructions on how to resolve the issue and to call back if it reoccurs. The customer's mother called back eventually and stated that the insulin pump alarmed again within the week of troubleshooting. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.